Manufacturer narrative:
The product will not be returned to the manufacturer for analysis as it is not available. No attempts were made to retrieve the broken tip from the patient.

Event description:
The wire was used on a patient with severely calcified vessel. Nothing was crossing in this patient, so he attempted to cross with a victory 014 30gm wire. Because he was unable to advance the wire, so he pulled the back and the wire tip, the distal 2cm tip broke off and is in the patient. Doctor aborted this procedure, as what they know of there has been no patient harm.

Manufacturer narrative:
The product will not be returned as it is not available. No attempts were made to retrieve the broken tip from the patient. Product is not available.

Event description:
The wire was used on a patient with severely calcified vessel. Nothing was crossing in this patient, so he attempted to cross with a victory 014 30gm wire. Because he was unable to advance the wire, so he pulled the back and the wire tip, the distal 2cm tip broke off and is in the patient. Doctor aborted this procedure, as what they know of there has been no patient harm.